Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a liquid leak underneath the coulter lh 780 hematology analyzer. Customer indicated that about 2 ml of liquid leaked out to the top of the counter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a small pin-hole leak in the tubing through valve vl4. The fse replaced the tubing on the backwash manifold to repair the leak. The fse also performed maintenance.

Manufacturer narrative:
(B)(4).